Event description:
It was reported that the metal tip of a sigma universal handle broke off of the handle during the impaction of the patient's femoral implant. The femoral impactor was attached to the handle when the tip broke off. Both pieces were retrieved. The case was not delayed, since the femoral implant was fully seated when the impactor broke. The patient was not harmed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal tip of a sigma universal handle broke off of the handle during the impaction of the patient's femoral implant. The femoral impactor was attached to the handle when the tip broke off. Both pieces were retrieved. The case was not delayed, since the femoral implant was fully seated when the impactor broke. The patient was not harmed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the instrument confirmed the complaint. The tip has broken off from the instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was valid.